Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 260 mg/dl, 163 mg/dl, 111 mg/dl, 209 mg/dl, 224 mg/dl and 151 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.